Event description:
It was reported that during implant, the left ventricular (lv) lead had placement difficulty and could not access the coronary vein. The lv lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).